Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka) event. Blood glucose level was 517 mg/dl at the time of the event. Patient got treated with intravenous insulin and injections. The duration of hospitalization was greater than 24 hours. No further information available.